Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("consumer broke out in hives-believes she has a nickel allergy") and urticaria ("consumer broke out in hives-believes she has a nickel allergy") in a (B)(6) female patient who had essure (batch no. He013e6) inserted for sterilization. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and urticaria (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (essure removal scheduled for (B)(6) 2018). At the time of the report, the allergy to metals and urticaria had not resolved. The reporter provided no causality assessment for allergy to metals and urticaria with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("consumer broke out in hives-believes she has a nickel allergy") and urticaria ("consumer broke out in hives-believes she has a nickel allergy") in a 34-year-old female patient who had essure (batch no. He013e6) inserted for female sterilisation. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and urticaria (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal schedulled for (B)(6) 2018). At the time of the report, the allergy to metals and urticaria had not resolved. The reporter provided no causality assessment for allergy to metals and urticaria with essure. Most recent follow-up information incorporated above includes: on 1-may-2018: after internal review, ccc was amended. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of allergy to metals ("consumer broke out in hives-believes she has a nickel allergy") and urticaria ("consumer broke out in hives-believes she has a nickel allergy") in a 34-year-old female patient who had essure (batch no. He013e6) inserted for female sterilisation. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and urticaria (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal schedulled for (B)(6) 2018). At the time of the report, the allergy to metals and urticaria had not resolved. The reporter provided no causality assessment for allergy to metals and urticaria with essure. Quality-safety evaluation of ptc: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.